Event description:
It was reported that on (B)(6), 2025, the patient underwent orif surgery for right femoral trochanteric fracture with tfna. The surgery was completed successfully without any surgical delay. Postoperatively, the patient progressed smoothly. However, the patient complained of pain, so an x-ray was reviewed on (B)(6), 2025, and it was confirmed that a cut-out had occurred. The cause was unknown. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: photo investigation: the product was not returned to j&j medtech orthopaedics; however, x-ray were provided for review. Visual analysis of the x-ray revealed that the tfna scr perf l110 tan appears to be migrated laterally form its original position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna scr perf l110 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument manufacturing date: 08-apr-2020 expiration date: 01-mar-2030 part number: 04.038.210s, tfna fenestrated screw 110mm -sterile lot number: 50p3644 (sterile) lot quantity: (B)(4) nonconformance noted: n/a review of the DHR file: note: component part manufactured by elmira; lot number 48p2107 qty 48. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 50p3644. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.